Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the lead migrated from c1 to c2 in the spine and the device was not helping with the patient's pain at this point. It was reported that the lead migration was confirmed by x-ray and the patient was waiting to have an appointment with her doctor on (B)(6) 2012. The reporter stated that the patient had new pain that started on (B)(6) 2012, which the patient described as "horrifying." It was noted that the patient had been to the emergency room three times this week. It was reported that the pain was on the left side of the patient's head and the device usually helped treat "head pain." The reporter stated that the patient felt stimulation when the device was on and didn't feel stimulation when the device was off. Per manufacturer's device registration, a lead revision was done on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
Product ID: 37743, lot# serial# (B)(4), product type: programmer, patient. Product ID: 37752, lot# serial# (B)(4), product type: recharger. Product ID: 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3708140, lot# serial# (B)(4), implanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the stimulator didn¿t work. It was reported that there was a broken wire and shot pain like crazy. The consumer confirmed she meant the lead migrated. No further complications were reported.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.